Event description:
It was reported that burr was stuck in vessel and guidewire, and additional device was used to remove the device. The target lesion was located in the coronary artery. A rotapro 1.50mm was selected for use. During the procedure, it was noted that the burr became stuck in the vessel proximal to the lesion. Furthermore, the burr also became stuck on the wire. Upon attempting to physically pull the burr out, the drive shaft of the rotapro detached from the burr, leaving the burr itself stuck on the wire in the vessel. To remove the device, pulling of the burr, advancing a separate wire and nc balloon down the vessel and inflating to bring the burr out of the vessel into the guide were performed. Snaring the burr with nc balloon was also done. The procedure was stopped, and physician decided to bring patient back for future procedure after faulty rotaburr. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil detached at the burr. The burr was detached and was found returned on the returned rotawire. The burr was able to be removed from the rotawire without issue.

Event description:
It was reported that burr was stuck in vessel and guidewire, and additional device was used to remove the device. The target lesion was located in the coronary artery. A rotapro 1.50mm was selected for use. During the procedure, it was noted that the burr became stuck in the vessel proximal to the lesion. Furthermore, the burr also became stuck on the wire. Upon attempting to physically pull the burr out, the drive shaft of the rotapro detached from the burr, leaving the burr itself stuck on the wire in the vessel. To remove the device, pulling of the burr, advancing a separate wire and nc balloon down the vessel and inflating to bring the burr out of the vessel into the guide were performed. Snaring the burr with nc balloon was also done. The procedure was stopped, and physician decided to bring patient back for future procedure after faulty rotaburr. No further patient complications were reported.